Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a heavily calcified, heavily tortuous de novo left anterior artery (lad) that is 99% stenosed. A 2.75x23mm xience prime failed to cross as it was noted resistance was met with anatomy and the proximal shaft became separated. The separated portion was simply removed. Another 2.75x23mm xience prime was attempted to cross the lesion; however, failed due to resistance with anatomy. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.